Event description:
Piece broke off in patients back during procedure. Additionally, account stated physician had to search around in the tissue to locate and remove the pin. The case was delayed and patient required extra anesthesia as a result.

Manufacturer narrative:
One instrument (nl6250) was received for evaluation. The initial evaluation of the returned device was completed but a detailed evaluation is still on-going. An evaluation of complaints did not identify any trends of similar events. The lot number indicates the instrument was manufactured in 2000. A follow-up report will be filed when the investigation is completed.